Event description:
It was reported by service report that the head end of the stretcher was drifting down. The customer could not determine whether there was pt involvement, however, no adverse consequences are reported.